Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 400 ohms. The patient was being admitted to the hospital as an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement was being considered. Additional information is being requested from the field. Technical services (ts) recommended a chest x ray. At this time, the electrode and s-ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to section d4. From 3400 to 3010.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 400 ohms. The patient was being admitted to the hospital as an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement was being considered. Additional information is being requested from the field. Technical services (ts) recommended a chest x ray. At this time, the electrode and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that the patients weight was up. The patient underwent a stress echocardiogram test in which their ejection fraction had recovered. The patient was referred for a second opinion. The device remains in service with therapy on. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 400 ohms. The patient was being admitted to the hospital as an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement was being considered. Additional information is being requested from the field. Technical services (ts) recommended a chest x ray. At this time, the electrode and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that the patients weight was up. The patient underwent a stress echocardiogram test in which their ejection fraction had recovered. The patient was referred for a second opinion. The device remains in service with therapy on. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 400 ohms. The patient was being admitted to the hospital as an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement was being considered. Additional information is being requested from the field. Technical services (ts) recommended a chest x ray. At this time, the electrode and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that the patients weight was up. The patient underwent a stress echocardiogram test in which their ejection fraction had recovered. The patient was referred for a second opinion. The electrode remains in service with therapy on. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 model number 3010 from 3400. Correction to h6 patient code 9308 - removed per medical request.

Manufacturer narrative:
Correction to h6 patient code 9308 - removed per medical request.

Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 400 ohms. The patient was being admitted to the hospital as an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement was being considered. Additional information is being requested from the field. Technical services (ts) recommended a chest x ray. At this time, the electrode and s-ICD remain in service. No adverse patient effects were reported. Additional information was received that the patients weight was up. The patient underwent a stress echocardiogram test in which their ejection fraction had recovered. The patient was referred for a second opinion. The device remains in service with therapy on. No adverse patient effects were reported.